Manufacturer narrative:
The investigation included review of the complaint text, information provided by the customer, complaint activity, trending data, device history records and labeling. Additionally, in house retained kit testing of the complaint lot and return sample analysis was completed. Review of complaint activity and trending reports did not identify any issues or trends. Device history record review for the complaint lot did not identify any non-conformances, potential non-conformances or deviations. Labeling was reviewed and sufficiently addresses the complaint issue. To evaluate clinical sensitivity of the affected alinity s anti-hcv reagent, two sensitivity panels (anti-hcv core only panel and anti-hcv ns3 only panel) were tested. The sensitivity panels met specifications and the results were in the typical range. Additionally, 10 replicates of anti-hcv positive control were tested. The replicates of the positive control met specification and no false non-reactive results were obtained. Further, two commercially available seroconversion panels specific to ns3 were tested. The seroconversion panel results were compared to historical data of alinity s anti-hcv test results. Reagent lot 09221be00 detected the same bleeds as reactive. Additionally, the returned sample ID (B)(6) was tested in-house with inno-lia hcv score and mikrogen recomline hcv igg blots. The inno-lia hcv score blot showed a reactivity of 1+ for e2 and a weak reactivity of +/- for ns3, final interpretation per package insert is reactive. The mikrogen recomline hcv blot showed one reactive band with a strength of 1+ for ns3, final interpretation per package insert is negative. The external laboratory testing resulted negative per the roche elecsys anti-hcv ii package insert. Based on this investigation it was concluded that the sample does not contain hcv specific antibodies. No systemic issue or deficiency of the alinity s anti-hcv assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: complete entry = (B)(6) . No further information was provided.

Event description:
The customer obtained a (B)(6) alinity s anti-hcv result for one patient. The sample was initially tested on the architect and generated a (B)(6) result of (B)(6) . On (B)(6) 2020 sample (B)(6) generated a (B)(6) result of (B)(6) on the alinity s anti-hcv assay. The sample generated a (B)(6) pcr but a (B)(6) blot confirmatory result on innolia. There was no impact to patient management reported.